Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that ventricular pacing was noted at the upper track rate. Possible oversensing was noted. The leadless implantable pulse generator (ipg) was reprogrammed and remains in use. No patient complications have been reported as a result of this event.